Manufacturer narrative:
To date, product has not been returned for evaluation. If product is received, evaluation will be conducted. Complaint history check run on the lot indicated yielded 5 additional complaints for unrelated issues. Regulatory compliance will continue to monitor.

Event description:
Patient had needle break in his stomach area. Patient went to the emergency room to have the needle removed.